Manufacturer narrative:
Additional suspect medical device component involved in the event: model: db-2201-45dc, serial: (B)(4), description: no brand name on label.

Event description:
A report was received that the patient developed a brain bleed post operatively following the implant of the leads. Per the physician assessment the event was procedure related due to the patients anatomy and not device related. A cat scan was taken that confirmed a small bleed on the right side and a larger bleed on the left side. The patient was transferred to the intensive care unit for observation and will be transferred to rehabilitation.